Event description:
Reportedly, the pacemaker involved in this MDR report was out of service after the patient received an external shock of 150j. It was requested to confirm there is no device malfunction.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. Analysis is pending.